Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-30825, 1627487-2020-30826. It was reported that invalid impedances were measured at the leads, and it was believed that a lead may have pulled out of the ipg header. As a result, surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.